Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes that one closure was clear instead of pink. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. Evaluation of both the photo and the sample showed the indicated failure mode of incorrect cap color. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.